Manufacturer narrative:
Unable to prime during the prime/a33 test due to protruded/loose drivesupport disk. No a33 alarm noted. Pump had missing end cap sticker.

Event description:
Caller stated that the pump is not priming. Nothing further reported.